Event description:
It was reported on an unknown date that interim report submitted as part of an investigator initiated study (iis) for the retrograde femoral nail advanced. The reports adverse events associated with the retrograde femoral nail advanced. The internal ID for the iis is (B)(4). This report is for one (1) unk - screws: nail distal locking. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for one (1) unk - screws: nail distal locking, part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional device product codes: hsb, jds. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: this report is submitted as part of an investigator initiated study (iis) for the retrograde femoral nail advanced (rfna). It was reported that a patient was presented after a motor vehicle crash with a left open distal femur fracture on (B)(6) 2021 and was operated on with rfna intramedullary nail on (B)(6) 2021. Patient was diagnosed with infection of her hardware/septic nonunion on (B)(6) 2021. Patient underwent debridement and exchange of hardware on (B)(6) 2021. No further information provided. This report is for one (1) locking screw for im nail 5/ 30/ xl25. This is report 2 of 8 for complaint (B)(4)